Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a kink in the balloon and inner guidewire lumen, likely due to how the device was packaged for return. An attempt was made to insert the device through an in-house introducer sheath, however the device was not able to be inserted due to the kink in the inner lumen. Therefore, the investigation is inconclusive for the reported sheath related retraction issues. An attempt was made to inflate the balloon, but water was noted to be leaking from a longitudinal rupture in the balloon. No additional pinhole ruptures were noted. Therefore, the investigation is confirmed for a longitudinal rupture, and inconclusive for a pinhole rupture. It is possible that the identified rupture contributed to the reported retraction issue. However, the definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown if the original sheath used in the procedure contributed to the reported retraction issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, a pinhole rupture was allegedly found upon removal from the patient. It was further reported that there was difficulty retracting the balloon through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.